Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during drain 2 of 5. The hp had disconnected from the hc, causing the alarm. The patient had also reconnected. The hp cycled the power to clear the system error 2240, then again to clear the following system error 2367 alarm. The baxter technical services representative (tsr) reviewed the emergency disconnection procedure with the hp, and therapy was ended. The tsr then had the hp disconnect aseptically. The hp would notify his nurse about the missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Baxter is attempting to obtain additional information regarding patient outcome. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.